Event description:
During a bowel resection procedure, the needle broke. The surgeon used another product without patient injury.

Manufacturer narrative:
7/1/97-supplemental report #1 submitted to FDA.